Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2011 and (B)(6) 2012, and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, menometrorrhagia, refractory to conservative management, symptomatic uterine fibroids, dysmenorrhea and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic supracervical hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2011 due to inability to void spontaneously and foreign body in bladder. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.